Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A review of the certificate of compliance found that the needle set passed all the release criteria. The IFU provided with this kit states "do not recap needle sets or reconnect separated components." The IFU also states, "stabilize needle set hub, disconnect ez-io power driver , and remove stylet." Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported y the paramedic team that: "I am writing this email on behalf of one of my crews. This crew was dispatched to a cardiac arrest and decided to make use of the ez io that we frequently use. Upon arrival of myself and the manager on scene, the paramedic on the crew asked if we could try and unscrew the needle from the io as he was unable to get it to come apart. In the meantime, an alternate means of access was attempted. After multiple person(s) attempted this with no success; the io was pulled to reveal there was only a needle and no catheter portion. The paramedic advised that he opened the package on this call; it was not damaged in any way, etc. He placed the needle onto the driver in the heat of the moment and placed the io without noticing that the catheter was not present along with the needle." Additional information from the paramedic team: "the packaging was sealed prior to use on this incident/individual. The needle did not protrude through the packaging, it still had a sheath on it. I answered this above inadvertently, the sheath was present and in place prior to placement. There was a needlestick injury to the provider after the fact as he wanted to investigate the cause of why we were unable to unscrew the needle from the catheter. Medical intervention was required for the paramedic due to this being a 'dirty' needle stick. The patient is deceased." Associated complaint: 3011137372-2024-00133.

Event description:
It was reported y the paramedic team that: "I am writing this email on behalf of one of my crews. This crew was dispatched to a cardiac arrest and decided to make use of the ez io that we frequently use. Upon arrival of myself and the manager on scene, the paramedic on the crew asked if we could try and unscrew the needle from the io as he was unable to get it to come apart. In the meantime, an alternate means of access was attempted. After multiple person(s) attempted this with no success; the io was pulled to reveal there was only a needle and no catheter portion. The paramedic advised that he opened the package on this call; it was not damaged in any way, etc. He placed the needle onto the driver in the heat of the moment and placed the io without noticing that the catheter was not present along with the needle." Additional information from the paramedic team: "the packaging was sealed prior to use on this incident/individual. The needle did not protrude through the packaging, it still had a sheath on it. I answered this above inadvertently, the sheath was present and in place prior to placement. There was a needlestick injury to the provider after the fact as he wanted to investigate the cause of why we were unable to unscrew the needle from the catheter. Medical intervention was required for the paramedic due to this being a 'dirty' needle stick. The patient is deceased." Associated complaint: 3011137372-2024-00133

Manufacturer narrative:
(B)(4).